Manufacturer narrative:
The cause for the discordant ipth result is unknown. The customer is questioning if the medications fentanyl, propofol, and rocuronium being taken at the time might have interefered with the ipth results. Siemens healthcare diagnostics is investigating. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values."

Event description:
The customer observed zero result on the advia centaur xp intact parathyroid hormone (ipth) assay after thyroid surgery. A couple of days later, the testing was repeated on the patient sample and the result was normal. The repeat result was considered correct as it matched the clinical picture. The customer states several patients were affected. However, actual data was not provided. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences as a result of these discordant ipth results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00124 on may 9, 2017. On 06/22/2017 additional information: the customer was inquiring if specific drugs, fentanyl, pofol, and rokuronyum may have impacted testing and caused the result of zero. There has been no response after multiple attempts to obtain the requested information from the customer for investigation. The cause for the discordant ipth result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.